Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug eluting stent was implanted in the left circumflex and two non-mdt stents implanted in the rca. Approximately 17 months post index procedure patient suffered pulmonary heart disease and expired same day. Investigator assessed that event is not related to the study device or antiplatelet.